Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that a microcatheter passed the pre-test; however, the proximal portion of the microcatheter broke during use. The entire microcatheter was removed in its entirety. There was no reported patient injury or intervention. The patient's current condition is reported to be fine.